Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot and batch. Additional information was requested and the following was obtained: can you please clarify what is meant by: ¿the proximal end was tilting up.¿? The proximal part of the cartridge was deformed is this in reference to the proximal portion of the plastic deck of the reload? Unknown did staples begin to deploy, but no cut line was observed? Yes, no staple and cut line did the lock-out (no staples deployed and no cut line started)? Or, partially fire (deployed staples and cut but could not be completed)? Unknown, but not partially fire. Was the staple retaining cap removed after the cartridge reload was loaded in the device jaws? Yes.

Event description:
It was reported that during the right lung posterior segment + right apical + right lower lobe nodule resection, could not fire on the 3rd firing with device and gold reload. Changed to another gold reload, the event re-happened. Checked these two reloads, found the proximal end was tilting up. Another device was used to complete the surgery. There were no adverse consequences to the patient.